Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at 7:30pm. The patient informed the csr that she manages her diabetes with insulin (novorapid before meals, self-adjusted according to diet; tresiba 8 units once daily in the morning). It is not known if the patient took any action in regards to her normal diabetes management when she was unable to test her blood glucose due to the alleged issue. The patient reported that she experienced a ¿hypoglycemic episode and became unconscious¿ approximately 12 hours after the alleged issue began. The patient claimed, she was treated by her husband with a glucagon injection at an unspecified time followed by a glass of orange juice at approximately 8:15am when she came around. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that the correct test strips were being used for testing and based on the information provided, the batteries did not need replacing. The csr confirmed that the patient was unable to turn the meter on manually when the power button was pressed or when a test strip was inserted. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported, the patient claims, she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.